Event description:
It was reported that the customer stated that there was a material split, evacuator was leaking, would not hold suction. Photos were taken but actual devices were discarded. No patient harm was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. One photo was received for evaluation showing there was a spit in the y connector confirming the reported event. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that there was a material split, evacuator was leaking, would not hold suction. Photos were taken but actual devices were discarded. No patient harm was reported.